Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts, replace battery alerts or replace battery now alarms in the pump trace download or during testing. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a replace battery now alarm and that it occurred less than 10 hours after a low battery alert. Customer's blood glucose was 5.0 mmol/l. They stated that they have gone through 8 batteries and that the batteries are strong. When they replace the batteries, they get a low battery alert then replace the battery within 3 hours. During troubleshooting, the customer stated that this is the second occurrence of the replace battery now alarm. The insulin pump will not be returned for analysis.